Event description:
It was reported that during an lap sleeve gastrectomy, device misfired. Buttressing was used. Case completed with a like device. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 3/7/2024. D4: batch # 597c89. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60w reload loaded on the device. The reload was received partially fired 1/16. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 597c89, and no non-conformances were identified. Additional information was requested and the following was obtained: please explain in detail what was the issue with the device. The stapler fired partially and then slowed down and stopped. Surgeon reported that it sounded like the battery had died. Did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? No. Did the device cut? Yes. If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No was there any difficulty opening the device? No. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Please provide more details on how the "device misfired". It was reported that the stapler fired halfway, slowed down, and then completely stopped. Multiple loads were tried on the same gun and had same reaction. New stapler opened and worked fine. What was the specific alleged issue with the device? Surgeon is experienced with echelon and wasnt sure what the issue was. Please provide detail on how issue was addressed? New stapler opened.